Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient kept getting low readings on cgm (41 mg/dl), no bg test was taken at home. The patient didn't feel any symptoms at the time of the event but her wife advised her to take glucose gel (unspecified dosage) at home. Despite taking the glucose, the cgm stayed low (unspecified value) so they decided to go to the urgent care. The cgm was showing 51 mg/dl while the bg was 400 mg/dl. The patient was given 10 units of insulin-novolog through injection (unspecified dosage) at the urgent care and was discharged after an hour feeling fine the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to taking glucose gel. At the urgent care, the patient's blood glucose were checked and it was reported to fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.